Event description:
Hcp reported "it appears catheter broke with pt's normal activity". The catheter was explanted and not returned to the MFR for analysis. A follow up report will be sent when additional info is received.